Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16451. It was reported that during an ipg replacement surgical procedure that occurred on (B)(6) 2021 (documented in manufacturer report 1627487-2021-16446), high impedances were measured on each electrode of one of the patient's leads. As a result, surgery may occur to address the issue. It is unknown which lead had the high impedances, so both applicable leads are being reported.

Event description:
Additional information was received that surgery occurred during which the lead was explanted and replaced, which which resolved the issue. A lead fracture was confirmed after the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.